Event description:
It was reported an issue with manipler skinstapler. The client reported that the skinstapler would not close during surgery. Staples have bent. No further information has been provided.

Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have not received any samples, nevertheless samples from stock from the same code-batch have been reviewed. 1) production record sheet check : components record sheet: -no abnormalities were found in the record sheet. 2) appearance check of unopened stock sample (same lot number) : check items and result: -tyvek & blister pack: not found any problem. -staple: not found any problems. 1st staple was loaded in its proper position. Staples were in line correctly in cartridge. -latch part of the cartridge: not found any problem. -surface of the cartridge: not found any noticeable scratches or dents on the cartridge. -spring hook part: not found any abnormality. 3) reproducibility test (staple release (function) check) before disassembling : staple release without rubber 3 staples staple release with rubber 3 staples check result: -staple release check of the stock stapler with first 6 staples in the cartridge. -6 staples were released without any problems. No reproducibility was observed. 4) disassembled component check with stock sample : check result: no abnormality was observed with each components. No problem was found with the measured values of each component. 5) reproducibility test (staple release (function) check after re-assembling reloaded opened sample stapler with 36 staples after re-assembling: staple release without rubber 3 staples staple release with rubber 5 staples test result: no abnormalities were found in staples and its function. Staples were released without any problem. The staple release function worked properly. Reproducibility was not observed. Investigation summary: as the result of the investigation, no problem was found with the production record and measurement values of each component of the stock sample. No abnormality was observed with appearance check and disassembled components. Also, reproducibility was not observed. The staple release function worked properly. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.